Manufacturer narrative:
G4: (B)(6) 2021. B4:(B)(6) 2021. H11:g5:k102985 h10: a power overlay was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a broken trace on the alarm (red) led caused the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
It was reported that the ventilator had an 'alarm light emitting diode (led) failed' and the alarm kept sounding. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue in the ventilator diagnostic log. The power switch overlay was replaced to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.